Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump cracked reservoir tube window, cracked battery tube threads; cracked case at the display window corner and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump has a crack next to the esc button that goes down to the reservoir. The customer also stated that the screen has a couple of inner scratches but she is able to read the display. The customer also reported that she inserted a new battery two days ago and it depleted. Blood glucose value was 345 mg/dl. She also changed the battery the day of the call and received a failed battery test alarm. Blood glucose value at the time was 254 mg/dl. The customer stated that the battery indicator does not show less than 2 bars and the customer did not receive a weak battery alert. Batteries were not previously used. The customer does not perform excessive button pressing. Backlight is not used frequently and no daily rewinds are done. The insulin pump is in the vibrate mode and the remote feature is on. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.